Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ smartsite¿ low sorbing extension set had foreign matter. The following information was provided by the initial reporter: "the areas in question visually appear more opaque than the other parts of the tubing...".

Event description:
It was reported bd alaris¿ smartsite¿ low sorbing extension set had foreign matter. The following information was provided by the initial reporter: "the areas in question visually appear more opaque than the other parts of the tubing..."

Manufacturer narrative:
H6: investigation summary: a complaint of tubing looking more opaque and thinner in some places was received from the customer. Five unused samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was bent in various places on the samples and also had these white colored bubbles in the tubing. A device history record review for model 20350e lot number 21059521 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. An ftir analysis was performed to check for possible foreign matter. It was confirmed to be pvc tubing. The root cause was determined to be delamination of tubing layers and kinking of inner tubing layer creating air gaps. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.